Event description:
It was reported that this pacemaker device exhibited noise observed on both the right atrial and right ventricular channels on a specific day. The noise was oversensed resulting in pacing inhibition with asystole greater than two seconds observed. The noise also triggered a signal artifact monitor (sam) episode, which resulted in the pacemaker device automatically switching the lead monitoring vector of the minute ventilation (mv) sensor. Boston scientific technical services (ts) indicated that the noise appeared to be 60 hertz from some external electromagnetic interference (emi) source. The boston scientific representative reported that the patient was having an acupuncture procedure at the time of the stored episodes. Ts stated that current must have been delivered during the procedure and advised that the patient should not undergo this procedure in the future. The representative indicated they will discuss this with the clinic. The device remains in-service. No patient symptoms or adverse patient effects were reported.